Manufacturer narrative:
This is an addendum to the initial emdr to document additional information provided. At this time, the initial determination remains the same, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Based on the additional information provided, the contact is alleging that the device "failed and "gave out". Recurrence is a known inherent risk of hernia repair surgery. The warning section of the instructions-for-use state,"to prevent recurrences when repairing hernias, the mesh should be large enough to extend beyond the pubic tubercle and should fix securely around the spermatic cord at the internal ring. Many surgeons cut a keyhole in the mesh to allow for easier placement around the cord." Additionally, recurrence is listed in the adverse reaction section as a possible complication. Should additional information be obtained, a supplemental MDR will be provided.

Event description:
The following was reported to davol: (B)(6) 2014 - the patient underwent the repair of a left inguinal hernia and was implanted with a bard pre-shaped mesh. Following surgery the patient was given percocet 10s for pain. Post operatively the patient began having issues with constipation. (B)(6) 2014 - the patient was straining during a bowl movement and fluid sprayed out of the incision, as reported this caused a lot of pain and the left testicle was significantly swollen. The patient presented to the ER and was prescribed an antibiotic for infection. As reported for a couple of months after the ER visit the patient received several different rounds and types of antibiotics and narcotic pain medication. It is reported that the patient underwent cauterization of the incision site after it was pushed open by the infection. After the infection had cleared the patient was referred a urologist to treat the pain. The patient was treated with neurontin (gabapentin) and given an inguinal block, as reported these treatments did not help with the pain. In (B)(6) 2015 the patient presented to the ER and was given an nsaid and an antibiotic. He was referred to another doctor and was treated with inguinal nerve blocks. After a gap in treatment the patient was referred to a pain specialist and received an ultrasound guided block which did not help. He was prescribed a larger dose of the neurontin (gabapentin), which as reported helps some when he takes more than the recommended dose but doing so makes him uncomfortable. As reported that the pain specialist ¿made it sound like surgery to remove the mesh is going to be very risky" and "they talked about possible complications of inguinal mesh removal (loss of testicles).¿ "they were talking about running a jumper wire across the nerve" in the patient's back to relieve the pain. However, at this time no additional treatments are proceeding. Addendum: the contact reports the mesh has now "failed" and the pain continues. The contact reports that the patient was having a bowel movement and felt some horrible burning pressure inside, and his "scrotum blew up like a grapefruit" and now his intestines are partially located in his scrotum. The contact also states the mesh "lasted 3 years and now gave out."

Manufacturer narrative:
Based on the information provided, the patient developed a post operative infection accompanied by pain. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions for use states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device.¿ as reported the infection resolved, however the pain continues and the patient is, at this time not proceeding with any additional treatments. With the information available at this time, an assessment can not be made regarding a connection between the hernia repair surgery and the alleged post operative (nerve) pain. Should additional information be obtained, a supplemental MDR will be provided. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2014 - the patient underwent the repair of a left inguinal hernia and was implanted with a bard pre-shaped mesh. Following surgery the patient was given percocet 10s for pain. Post operatively the patient began having issues with constipation. On (B)(6) 2014 - the patient was straining during a bowl movement and fluid sprayed out of the incision, as reported this caused a lot of pain and the left testicle was significantly swollen. The patient presented to the ER and was prescribed an antibiotic for infection. As reported for a couple of months after the ER visit the patient received several different rounds and types of antibiotics and narcotic pain medication. It is reported that the patient underwent cauterization of the incision site after it was pushed open by the infection. After the infection had cleared the patient was referred a urologist to treat the pain. The patient was treated with neurontin (gabapentin) and given an inguinal block, as reported these treatments did not help with the pain. In (B)(6) 2015 the patient presented to the ER and was given an nsaid and an antibiotic. He was referred to another doctor and was treated with inguinal nerve blocks. After a gap in treatment the patient was referred to a pain specialist and received an ultrasound guided block which did not help. He was prescribed a larger dose of the neurontin (gabapentin), which as reported helps some when he takes more than the recommended dose but doing so makes him uncomfortable. As reported that the pain specialist ¿made it sound like surgery to remove the mesh is going to be very risky" and "they talked about possible complications of inguinal mesh removal (loss of testicles).¿ "they were talking about running a jumper wire across the nerve" in the patient's back to relieve the pain. However, at this time no additional treatments are proceeding.